Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
The device was implanted via v-p shunt to the patient (B)(6)). Doi and setting pressure are unknown. It was found by contrast radiography that the ventricles of the patient's brain became large. The surgeon suspected the occlusion of the device (abdominal catheter) and replaced it by another product (82-3842). Doi and setting pressure of replaced valve are unknown. The patient is now followed.

Manufacturer narrative:
(B)(4). The position of the cam when valve was received was 30mmh2o. The valve was visually inspected: no defects were noted. The valve was irrigated with purified water. No occlusion was noted. The catheters were irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested, no leaks were noted. The valve was reflux tested, the valve passed the test. The valve was tested for programming. The valve passed the test. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve, product code 82-3101, with lot number cnncld, conformed to the specifications when released to stock on the 20th december 2012. No root cause could be determined as no problem was found with the valve. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.